Manufacturer narrative:
Device not returned.

Event description:
Reportedly, the device was implanted and explanted in 2007 due to regurgitation. It was reported by the surgeon's office that the device was discarded because it was implanted and explanted on the same day.